Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. We did not received any information about how the problem was solved. No logs were provided and no parts were returned for investigation. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4119.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).